Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient was explanted due to an infection. The patient was explanted (B) (6) 2010. Information on reimplantation was not provided at the time of this report (B) (6) 2010.